Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control board was replaced, and the unit was returned to service.

Event description:
The hospital reported that during pre-use checkout, the unit was switched to mechanical ventilation and at that point the screen went blank except an on/standby switch and the code '05'. There was no report of patient involvement.